Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the ventricular assist device (vad) exhibited high powers and the patient had rising lactate dehydrogenase (ldh). It was noted that there were no recent changes in the patient¿s anticoagulation and the patient¿s international normalized ratio (inr) had been in normal range. The patient was seen in clinic, and the patient¿s blood pressure was within normal range and the patient appeared euvolemic. The vad also exhibited one low flow alarm. The patient¿s ldh remained stable until four days later when ldh rose from 500 to 1400 overnight. The patient was started on a bivalirudin drip. The next day, the vad was exchanged due to high watts and dark urine associated with a thrombus. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for correction. Corrected sections: - b5.desc evt problem: corrected to indicate that the patient was indeed treated with oral medication, a laxative. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was treated with a oral laxative medication.

Manufacturer narrative:
###A supplemental report is being submitted for additional event details and patient weight. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's signs of hemolysis were anemia, hyperbilirubinemia, hematuria and hemoglobinuria.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - b5 desc evt problem: updated to include additional information regarding the reported event - b7 relevant history: updated to include patient medical history received - d9 device available for evaluation?: updated to yes - d9 return date: updated to 2022-05-02 - h6 patient codes (ime/annex e): updated to include code e2204 - h6 imf (annex f) health impact: updated to include codes f0801 and f19 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that upon admission to the hospital, the patient was started on blood thinners due to the suspected vad thrombosis. The measured watts on the patient¿s vad continued to increase along with their lactate dehydrogenase (ldh). The patient was then transferred to the cardiothoracic intensive care unit (cticu) and brought to the operating room for a vad exchange to competitor brand. Of note, the patient tolerated the procedure well without complications.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description, the annex e and f code has been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted with a high watt alarm and low flow alarms with evidence of hemolysis. A computerized tomography (CT) and echocardiographic did not note any intraventricular or outflow graft obstruction. A transesophageal echocardiogram (tee) was performed in the operating room (or) and the patient was treat with oral medication.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information received indicated that the patient was not treated with oral medication; b5 updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was not treated with oral medication.

Manufacturer narrative:
### A supplemental report is being submitted for a correction. A4 weight in lbs was corrected from (B)(6) to (B)(6). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was treated with oral medication.

Manufacturer narrative:
A supplemental report is being submitted for corrections. G3 aware date on follow up #001= 06-jun-2022. A5a and a5b were corrected to include patient race and ethnicity. G3 corrected to include study as a report source. This information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed several increases in power consumption above normal operating range starting on 01/apr/2022 through 13/apr/2022; however, no high watt alarms have been logged during the analyzed period between 29/mar/2022 and 13/apr/2022. Additionally, one (1) low flow alarm was logged on 01/apr/2022 at 23:49:36. As a result, the reported high power and low flow alarm events were confirmed. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Dimensional verification revealed that the axial gap measurement, rear housing disc curvature, and front housing disc curvature were found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathology report did not reveal evidence of thrombus within the pump. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Information received from the site indicated that, in addition to high power, the patient presented with rising lactate dehydrogenase (ldh). The patient was seen in clinic, and the patient¿s blood pressure was within normal range and the patient appeared euvolemic. The patient was started on a bivalirudin drip and the pump was exchanged due to high watts and dark urine associated with suspected thrombus. The patient had evidence of hemolysis and was started on blood thinners. A computerized tomography (CT) and echocardiographic did not note any intraventricular or outflow graft obstruction. A transesophageal echocardiogram (tee) was performed in the operating room and the patient was treated with oral laxative medication. Per the instructions for use, thrombus and hemolysis are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed several increases in power consumption above normal operating range starting on 01/apr/2022 through 13/apr/2022; however, no high watt alarms have been logged during the analyzed period between 29/mar/2022 and 13/apr/2022. Additionally, one (1) low flow alarm was logged on 01/apr/2022 at 23:49:36. As a result, the reported high power and low flow alarm events were confirmed. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Dimensional verification revealed that the axial gap measurement, rear housing disc curvature, and front housing disc curvature were found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathology report did not reveal evidence of thrombus within the pump. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Information received from the site indicated that, in addition to high power, the patient presented with rising lactate dehydrogenase (ldh). The patient was seen in clinic, and the patient¿s blood pressure was within normal range and the patient appeared euvolemic. The patient was started on a bivalirudin drip and the pump was exchanged due to high watts and dark urine associated with suspected thrombus. The patient had evidence of hemolysis and was started on blood thinners. The patient's signs of hemolysis were anemia, hyperbilirubinemia, hematuria and hemoglobinuria. A computerized tomography (CT) and echocardiographic did not note any intraventricular or outflow graft obstruction. A transesophageal echocardiogram (tee) was performed in the operating room and the patient was treated with oral laxative medication. Per the instructions for use, thrombus and hemolysis are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.